Event description:
No additional information has been provided.

Manufacturer narrative:
The device was not returned for evaluation as a portion of the nail remained in-situ. Review of the provided x-rays visually confirmed that the distraction rod was still in the patient along with the lead screw, anti-jam washer, locking pin and coupler. The cause of the reported event is unable to be determined; however, it is believed that nail dissociates during removal due to internal retention mechanism failure. Devie history review (DHR): a review of the DHR documents indicates the device was manufactured by the specified requirement at the time and met all the required inspections upon release to finished goods.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that during a planned removal procedure the proximal male portion of the nail remained in the patient, located in the the proximal half to proximal third of patient femur. Attempts were made to grasp the male section including the gearbox with various long pituitary forceps unsuccessfully. This portion of the nail remains in the patient with a secondary procedure expected.